Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow up #1: device analysis: the device was returned to the manufacturer and investigated by product analysis on 8/16/2017 with the following findings: the subject battery was not returned with the pump for evaluation. Review of the black box data revealed power on reset (power interruption) at the time of the reported overheating issue; (B)(6) 2017 at 05:23. Black box data verified voltages were steady with no sudden drop prior to the power interruption. The electrical current draws were evaluated and found to measure within the required specifications. There was no evidence of moisture inside the battery compartment or within the internal compartment of the pump. The power circuit, power flex and connector were evaluated and found to be intact without damage, defect or contamination. On investigation, the pump powered on normally and was exercised for 24 hours without error, alarm, warning, overheating or power loss. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.